Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure is user error for applying excessive force during insertion or through leveraging/prying the device; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 05/16/2023, it was reported by a sales representative via phone that an ar-3652ttsp suture anchor was used without a guide and the shaft bent, was unable to self punch through the bone. This was discovered during a case with no patient effect.